Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Two days later the pt presented with pain in the left leg. An angiogram revealed an occlusion of the left iliac and the pt was sent to surgery for removal of two collagen plugs. The physician who performed the surgery noted that sometime during the case there was a laceration, which resulted in a flap in the artery. Once vasoseal had been deployed, the collagen moved into the vessel and was caught in the lacerated flap which formed a clot and occluded the artery. The physician also noted that it was their belief that vasoseal was not at fault. The pt status was satisfactory following removal of the plugs and no further complications were reported.